Event description:
It was reported that the fiber was fractured after being plugged but not in use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber was broken into two pieces, and the connector was separated from the fiber. The reported allegation was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. In this case the break could have occurred when screwing the connector onto the console port.

Event description:
It was reported that the fiber was fractured after being plugged but not in use. The procedure was completed with another device. There were no patient complications.